Event description:
It was reported that the catheter damaged another device and the procedure was not completed. Vascular access was obtained via the right radial artery. The lesion was pre-dilated with a 2.5x20mm non boston scientific balloon with residual stenosis of 20%. A 6f guidezilla ii guide extension catheter was introduced. It was noted that balloons and stents were not able to cross into the proximal end of the guidezilla and a stent became fractured. Intervention was performed with another guidezilla. No patient complications were reported and the patient was stable. The procedure was not completed due to this event.

Manufacturer narrative:
Corrected f10 impact codes from f05: delay to treatment to f26: no health consequences.

Event description:
It was reported that the catheter damaged another device and the procedure was not completed. Vascular access was obtained via the right radial artery. The lesion was pre-dilated with a 2.5x20mm non boston scientific balloon with residual stenosis of 20%. A 6f guidezilla ii guide extension catheter was introduced. It was noted that balloons and stents were not able to cross into the proximal end of the guidezilla and a stent became fractured. Intervention was performed with another guidezilla. No patient complications were reported and the patient was stable. The procedure was not completed due to this event. It was further reported that the procedure was completed with another guidezilla.